Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in inappropriate automatic mode switch (ams) episodes. Low p wave amplitude was also noted. No intervention was reported. The patient experienced no adverse consequences.